Manufacturer narrative:
.

Event description:
An aneurx stent graft system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The patient has a severely angulated and short aortic neck. It was reported the physician requested a talent stent graft cuff for treatment of a migrated aneurx stent graft. It was reported that the stent graft migrated approximately 11 months post stent graft implant resulting in a type I endoleak. Currently, no intervention has been performed and no additional clinical sequelae were reported. The patient is fine.